Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per user facility medwatch form, (B)(4) attached to this report, there were no patient consequences reported.